Event description:
It was reported that the patient presented to the clinic due to experiencing -some- symptoms. The right atrial lead impedance was greater than 2500 ohms in both configurations. Noise was reproducible with isometrics. A lead fracture was suspected. Lead replacement will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.